Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Rio has to be reregistered prior to reaming regardless of prior registration. Consistent 2.8-3 mm error. Delay of 5-10 minutes. Update: per (B)(6), the blue probe failed consistently between 2.8mm-3mm. The issue occurred during the case. The surgeon completed the case manually because he was not satisfied with the cup impaction. The three products in the product grid were added by the mps because he said that those were the only three parts that he could think of that caused the issue in addition to user error.

Manufacturer narrative:
Reported event: an event regarding a failed reamer verification checkpoint involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 293 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed reamer checkpoint. There were only 2 other reported events (pr1515373 and pr1515374) conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. The session files were not returned for evaluation.

Event description:
Rio has to be reregistered prior to reaming regardless of prior registration. Consistent 2.8-3 mm error. Delay of 5-10 minutes. Per (B)(6), the blue probe failed consistently between 2.8mm-3mm. The issue occurred during the case. The surgeon completed the case manually because he was not satisfied with the cup impaction. The three products in the product grid were added by the mps because he said that those were the only three parts that he could think of that caused the issue in addition to user error.